Event description:
It was reported that during a bariatric roux-en-y procedure, the white tissue pad fell off into the patient. The pad was retrieved. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.